Event description:
Philips received a complaint on the device efficia dfm100 indicating that device is intermittently restarting during routine checking. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely and determined that the machine was intermittently rebooting due to a defective som pca (system on module printed circuit assembly). As a result, dfm100 assy som (453564489051) was replaced to resolve the issue. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective som pca. The root cause of which could not be determined. The reported problem is confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. After replacing the som pca, the issue was resolved. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.